Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port kit was received for evaluation. Gross, microscopic, visual testing were performed. A partial circumferential break was noted on the groshong valve of the catheter returned. The edges of the partial circumferential break on the groshong valve at the distal end of the catheter were noted to be even. The surface was noted to be finely granular in all regions. One electronic photo was provided for review. Manufacturing site evaluation of the sample found that there was a cross-section just distal to the valve cut, the cut was observed to be irregular and slightly shorter than the valve cut. Therefore, the investigation is confirmed for the reported fracture. However, the investigation is inconclusive for the reported device damaged prior to use as exact circumstances at the time of reported event is unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: e1(initial reporter addr 2), h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure via right internal jugular vein, the opening of the valve was allegedly found to be ruptured upon opening the box. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure via right internal jugular vein, the opening of the valve was allegedly found to be ruptured upon opening the box. The procedure was completed using another device. There was no patient contact.